Event description:
It was reported that the patient implanted with this implantable cardiac defibrillator went into an episode of ventricular fibrillation. The device appropriately detected the arrythmia and attempted to deliver therapy; however, of all six shocks attempted, none were full 35 joules. The lead attached to the device was a competitor lead. The patient expired as a result of this event. No further information has been made available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead attached to this device was a competitor's lead which was not returned. The device appropriately sensed the episodes and charged appropriately. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found.